Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eos was detected on march 08, 2021. Based on the information available for analysis the root cause for the eos detection was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the device itself become available for analysis this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
After an implantation period of approx. 47 months, it was observed that the device shows eos status as of (B)(6) 2021. The physician has decided not to implant a new device, but to explant the entire system (leads and device) at a different facility. This ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.